Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Date of event - unknown; product identification and expiration date - unknown; date implanted - unknown; date explanted - unknown; manufacture date ¿ unknown.

Event description:
Legal counsel for patient reported patient underwent total hip arthroplasty on an unknown date and underwent a revision procedure on an unknown date due to patient allegations of pain, lack of mobility, metallosis, inflammation and damage to surrounding bone and tissue. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.